Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Two endeavor sprint rapid exchange drug-eluting stents were implanted; one to the mid lad and one to the distal lcx. It was reported that a non q-wave mi occurred in the territory of the target vessel during index or re-pci procedure. No further details are available. Pt cardiac status at 30 day f/u was stable angina. The pt was asymptomatic at 6 month, 1 year, 1.5 year and 2 year follow ups. (MFR 2953200-2011-00054).